Event description:
Information received from the field notes that the patient came into the clinic for a one month post implant check, complaining of muscle twitching that "matches the rate of the pacer." When the magnet was placed on the device, muscle stimulation around the shoulder was observed. When autocapture was disabled, no muscle stimulation was noted. The patient was sent home and follow-up will continue.